Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level, value was not provided. Suspected cause was due to the pump delivering an auto-bolus and a manual injection given, stacking insulin delivery resulting in the bg decreasing. The customer was treated with intravenous fluids of saline, which resolved the issue, and the pump was checked by technical support but found to be functioning as intended. No permanent damage was identified, and the customer was released from the hospital later the same day.